Event description:
Ems technicians were monitoring a 55 yr old pt. The unit's monitor screen displayed dashed lines for an ECG trace. The staff obtained another unit (MFR unk) and continued to monitor the pt. There was no adverse effect on the pt.